Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive the device for investigation as they are still in vivo. Surgical reports were provided and will be reviewed within investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on march 2, 2018 to the responsible person who initiated this complaint: any device identification(s) and control number(s) used (ref; lot); surgical reports, other reports (stickers), all available x-rays during time in- vivo with printed date, all available intraoperative pictures. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was experiencing infection one month after left hip femoral head revision. The patient experienced pain and swelling and was treated with antibiotics. The treatment was started on (B)(6) 2016 for six weeks. It was further reported that the surgical incision fully healed and the fluid collection significantly diminished. Additional information has been requested and is currently not available. (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Event description: it was reported that a patient was revised on (B)(6) 2016 due to pain and possible trunniosis (revision surgery is captured in case (B)(4), all devices from warsaw design). In this surgery the biolox head was implanted. It was also reported, that all other devices rested in-situ. It was also reported that the patient experienced swelling and pain at the areas and since taken intraoperative cultures were positive, the patient was treated with antibiotics (bactrim) for 6 weeks. Later, the patient experienced also dislocations; treated with closed reduction and was finally revised: - on (B)(6) 2016: closed reduction was performed due to dislocation. - on (B)(6) 2017: closed reduction was performed due to dislocation. - on (B)(6) 2017: closed reduction was performed due to dislocation. - on (B)(6) 2017: a revision surgery was performed to change cup and liner (case:(B)(4) for the devices with zimmer inc., warsaw desing;). In the surgery the biolox head rested in-situ. Review of received data: - medical report, date of service: (B)(6) 2016. History of present illness: ¿ approximately 2 1/2 weeks status post left hip femoral head exchange with a ceramic one for possible trunniosis¿he noticed increased swelling at the area and pain. I started him on bactrim as intraoperative cultures in broth came back positive for staph epidermis... Pre-op blood work and synovial fluid was negative for infection...plan: it will be treated as an infection for 6 weeks. - medical report, date of service: (B)(6) 2016. Patient does not feeling better. A decision to increase the antibiotics dose was made. - medical report, date of service: (B)(6) 2016. Patient reported he developed on saturday at 11 p.m. ((B)(6) 2016) fever with chills that lasted up to 5 a.m. Physical examination: surgical incision is fully healed and fully dry. The subcutaneous seroma/fluid collection has significantlydiminished . No erythema or any signs of infection. Rom is painless. He walks with a near normal gait pattern. Assessment: it seems that the fever that the patient had saturday and yesterday was not related t the left hip. Plan: antibiotics will be continued. - medical report, date of service: (B)(6) 2016. Surgical incision is fully healed, no erythema or any signs of infection. There is no evidence of swelling. The subcutaneous fluid has been absorbed. There is pain over the flare of the greater trochanter. Gentle rom is mildly painful. Examined weakness of the abductors. He denies any episodes of fever. Plan: the antibiotics 6 weeks will be finished. New x-rays will be taken as the patient complains of pain. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation root cause analysis: root cause determination using sap rmw: - non-sterile device is implanted due to sterilization process failure not possible -> a systematic issue with the sterilization process would have been detected as part of the issue evaluation assessment. Therefore, this cause can be excluded. - non-sterile device is implanted due to contaminated device due to packaging failure not possible -> a systematic issue with the packaging design would have been detected as part of the issue evaluation assessment. Therefore, this cause can be excluded. - non-sterile device is implanted due to surgeon resterilizes head not possible -> no information received, that the surgeon resterialized the device. Therefore, this cause can be excluded. - non-sterile device is implanted, cross contamination due to explanted ceramic head is reused with the same or newfemoral stem not possible -> no information received, that a single use device was reused. Therefore, this cause can be excluded. - non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage => possible, the handling and storage of the component is outside of zimmer biomet control. Therefore, this cause cannot be excluded. - non-sterile device is implanted, cross contamination due to inappropriate information on packaging label or not l egible packaging label leads to incorrect use of implant (e.g. Use of expired product, resterilization of head) not possible -> a systematic issue with the inadequate labelling would have been detected as part of the issue evaluation assessment. Therefore, this cause can be excluded. Conclusion: it was reported that a patient experienced swelling and pain 2,5 weeks post implantation and intra operative cultures taken were grown positive for staph epidermis. Accordingly the patient was treated with antibiotics for 6 weeks. The patient wound healed well and it seemed that the infection was gone after the 6 weeks treatment. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. However, the appropriate IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. A definitive root cause cannot be determined with the information provided. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).